Event description:
The report we received from the affiliate indicated that a drop of liquid was detected on the hemostasis valve of the sheath introducer. The greasy film was noticed covering the vessel dilators. The liquid is most probably medical silicone oil, which is normally used in production of the hemostasis valves for lubricity. The problem was identified prior to using the products on the patient.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt. This is one of four products involved in the same complaint and reported under manufacturing numbers: 9616099-2007-00529, 9616099-2007-00530 and 9616099-2007-00532.